Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The account stated that there was leak in the water system from (B)(6) the company. Apparently the plaster lining absorbed the water and fell from the height of the ceiling. The plaster fell on the sample tubes that were being tested on the architect c8000 analyzer. As a result, the mixture of water and whole blood spilled all over the analyzer and splashing on the operator. The operator was protected by personal protection equipment (smock, gloves and glasses). The operator immediately used the emergency key and took a bath in the hospital. In addition, a part of the plaster fell on the operator's head. The operator was then directed by the medical department to have an x-ray and according to medical opinion; the operator was fine. There was no further information provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
A patient's relative reported blood glucose results of "493 mg/dl" with a lifescan meter and "229 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.